Event description:
It was reported that during central processing, the permanent cautery hook had a missing chip pin. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate or confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. Upon visual inspection, the pin did not appear to be missing. All pins at the distal wrist appears to be intact and in its proper position. Additionally, the instrument was found to have the plastic proximal clevis broken. Broken pieces is missing as a result of breakage. The size of missing piece is approximately .141¿ x .186¿. The root cause of broken instrument proximal clevis was typically attributed to the mishandling, such as excess force applied to the distal end of the instrument. A review of the instrument log for the permanent cautery hook (470183-14/k10220124 0118) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6)2022 on system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had a missing broken piece. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.